Manufacturer narrative:
The probable root cause of this issue is attributed to errors reflecting electrical and fiber optic defects on the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis, and the reported failure (c-34 faults) was confirmed and reproduced on connected to system. The logs confirmed the fault occurred in the field. Visual inspection confirmed that the unit had no significant scratches or dents. The front bezel was in decent condition. The unit that was placed on a system a was run in normal mode.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the generator kept faulting out. The technical support engineer (tse) reviewed the logs and found multiple errors and switched over to using the force triad with the system with the activation cable. Tse had site perform a hard power cycle and error came back at power up. The procedure was completed with no reported injury.